Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the patient may undergo a revision procedure due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. This device was used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.